Event description:
A customer reported encountering cgm error 42 and faced an issue where their pump, which had previously been shut down, could not be turned back on. The customer did not report any adverse impact on their blood glucose level. Technical support assisted the customer in addressing the pump issue by providing guidance over the phone and emailing reset instructions, as the customer had insufficient insulin to proceed with the process immediately.